Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013 when a hammer struck the head of an opal implant holder construct the device appeared to become deformed and slit. No further information is available for this event. This is 1 of 1 report for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of synthes device history records for lot # 6526847 revealed the implant holder assembly was manufactured by avalign technologies, nemcomed. Review of the device history records indicate the product was conforming and met specifications at the time of release to warehouse. The investigation has shown that one side of the holding tip is indeed cracked, bent. Unfortunately only the inner shaft has been returned. As you indicated, the hammer hit the tip during the operation and caused the damage on one side of the holder. We suppose that the surgeon did try to position the implant in such a way that too much force resulted in the damage of the tip. The present instrument was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. No product fault could be detected.